Event description:
It was reported the pt was scheduled for revision surgery because an x-ray performed showed the pt's pump had flipped in the pocket. During the procedure catheter patency was confirmed, then the pump was sutured down to the abdominal fascia using all 4 suture loops. The drug used in the pump was baclofen 500 mcg/ml at a dose of 240 mcg/day. There was no interruption in therapy due to the flipped pump. Additional info received indicated the event was attributed to a loose anchor.